Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient¿s mother stated upon insertion of the sensor; the needle broke off into the patient¿s leg. The sensor was inserted into the leg, which is off-label usage, on (B)(6) 2019. She stated the patient¿s leg was swollen and red. The patient was evaluated in the emergency department, the insertion area was incised; however, the physician was unable to locate or remove the needle. The physician indicted that the needle would work itself out. At the time of contact, it was indicated that the sensor insert site still had redness no product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.